Event description:
The user contacted the emergency support program to discuss the quality of the patient¿s iab arterial line. A screenshot reviewed showed a slightly erratic waveform. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.